Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse (field service engineer) was dispatched and on 06-jun-2016 found that could not get system to trigger and read barcode. Got system to communicate but not sampling at all. Talked to several people and found that ilas conveyor systems is no longer supported or around. Will need additional assistance in order to get units to sample properly. On 20-jun-2016 fse got on phone with resident expert on ilas system. Helped troubleshoot and found that bar code scanner was not getting power to read and then divert patient samples. Found intermittant connection and got convery up and running. Ran to aria health to grab some sample tubes and made up all the control material in the lab to try to simulate a patient. On 21-jun-2106 the customer got samples tubes from aria health in philadelphia and also got some barcode samples to use on tubes. Ran them on beltline and got good results with reading bar codes and samples were working properly. System is working all good. The most probable cause of the reported event was the bar code scanner was not getting power to read and then divert patent samples. Found intermittant connection and got convery up and running.

Event description:
On (B)(6) 2016 the customer asked to check the g8la and line automation with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.